Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent beeping due to dosing stopped and an expired insulin set, alongside a dexcom g7 pairing failure on the ilet while the dexcom app continued to display readings; troubleshooting identified a mismatched cgm pairing code and an infusion set type mismatch, which were corrected by re-pairing the g7 and filling the cannula, with instruction to replace all supplies. Symptoms included hyperglycemia with a maximum glucose of 384 mg/dl lasting approximately 12¿14 hours, without reported acute complications. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included review of device alerts, cgm pairing status, and infusion set configuration, with guided corrective actions. Investigation of this case revealed user setup issues including an incorrect cgm pairing code and an infusion set configuration not aligned with the user¿s actual set, which led to dosing stopped and no insulin delivery alarms. It was concluded, based on previously established findings for similar reports, that the cause was user setup and configuration error.